Manufacturer narrative:
The reported event was lead dislodgement. A partial lead connector portion was returned in one piece. Visual inspection of the lead found that the header, helix, and ring electrode at the distal region of the lead were not returned. The damage found was consistent with procedure damage. The helix mechanism and extension length tests could not be performed due to the as received condition of the lead. Electrical testing was normal with no anomalies.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The dislodgement was confirmed via x-ray imaging. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
Additional information received notes that the lead exhibited unspecified sensing anomaly due to the dislodgement.